Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm approximately 16 months ago. Vessel morphology at the time of implant not reported. It was reported the pt returned 1-year follow-up appointment. The CT demonstrated a distal type I endoleak from the right/ipsilateral side. Currently, the aneurysm is about 5.7 cm, and the vessels are non-tortuous and non-calcified. There has been aneurysm enlargement. It was reported that the stent graft may have been undersized at the time of implant; however, information on whether there was a complete seal at the implant is unk. The physician elected to implant an aneurx aortic cuff and the endoleak was resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Secondary intervention - evaluation results: endoleak. Lack of detailed information.